Event description:
It was reported that the pt experienced an underdose with the following symptoms; altered mental state and variable blood pressure. The pt had "underdose related symptoms" in 2009, that they felt were related to a possible urinary tract infection. The hcp planned to interrogate the pump. The low reservoir volume alarm was scheduled one month prior. The hcp did not know what concentration was in the pump or when the last pump refill was. The pt currently was on baclofen 224 mcg/day.